Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.

Event description:
Per the end user, there are five small open areas to the peristomal skin. These are all found beneath the mass. The open areas are no larger than a pencil eraser. Cleansing with warm water and soap, then applying ostomy powder. No further information is available.